Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) on (B)(6) 2019 indicated the event/difficulty occurred in august 2019 during normal use. It was reported the pump was replaced on (B)(6) 2019 and would be returned. It was noted at refills the patient had been seeing larger than expected volumes. At her last refill they withdrew all 40 ccs when they were ¿expecting much less.¿ the patient also reported increased pain over the last few months. There were no environmental/external/patient factors that may have led or contributed to the issue. At the time of explant, 36.3cc were expected to be withdrawn from and 39cc was actual. The pump was replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Device code: c62805 was updated to c62823. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine [30 mg/ml] at a rate of 15 mg/day, methadone [10.6 mg/ml] at a rate of 5.28 mg/day, and ketamine [310 mg/ml] at a rate of 154.4 mg/day via intrathecal drug delivery pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that there were volume discrepancies during refills (actual residual volume: 11 milliliters (ml), expected residual volume: 7.2 ml; (B)(6) 2016: arv: 8 ml, erv: 5.6 ml). The patient is stable and getting therapy. She stated the patient has other health issues that have arisen since the pump was implanted so it is hard to tell how the therapy is doing. It was stated that the patient is doing well with her reflex sympathetic dystrophy syndrome (rsd) which is what the pump was implanted to treat. The patient has developed "a lot of other pain conditions". However, the caller wasn't reporting any kind of withdrawal symptoms but does need regular adjustments because the patient's hip hurts and has rheumatoid arthritis (ra) now.